Event description:
It was reported that following the system implant procedure, this patient experienced intermittent diaphragmatic stimulation and loss of capture with low amplitude measurements. It was suspected that a right ventricular (rv) lead perforation had occurred. The patient was transferred to another clinic where a rv lead revision procedure is anticipated, but has not yet occurred. At this time, the rv lead remains implanted and no additional adverse patient effects were reported.